Event description:
Mechanical ventilator stopped cycling during continuous mechanical ventilator mode and began to alarm audibly and visually. Pt removed from ventilator and manually ventilated until placed on another ventilator. Settings: vt 800; a/c 10; fio2 0.50; peep 5. Alarms: high pressure 50, low pressure 10, low peep 3, low exh.tv. .500, low exh. V 5, high rr 25, apnea int. 20 sec., apnea vt. .800, apnea rr 10, apnea fio2 1.0.